Event description:
It was reported that the patient presented after receiving inappropriate high voltage therapy. The implantable cardioverter defibrillator diagnosed atrial fibrillation with rapid ventricular rate as ventricular tachycardia and delivered inappropriate antitachycardia pacing. The device was reprogrammed. Patient was stable.